Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies available for evaluation. Hence, no conclusion can be drawn. Concomitant medical products: product ID: 8799022, qty.: 1; product ID: 8792813, qty.: 1. Although, we do not know which device caused the adverse event, we are filing this MDR for notification purposes only.

Event description:
It was reported that on an unknown date, post-op, patient developed pain and was having an allergic reaction to implants. Patient reported that her surgeon turned her away many times with no support and now has retired. Patient's current status: pain and burning at neck, face is red like a rash, pain in the back of the neck, low grade fevers and patient feels her neck has been hot at times and it started after the surgery. Patient had similar pain before surgery- but no burning.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via medwatch (mw5081585) that patient was allergic to the metal inserted in her neck from anterior cervical decompression and fusion at c6-7. Hence, the patient underwent additional surgery to have her plate and screw removed. Reportedly, the patient also had increasing pain, headaches and spitting up of blood regularly.